Event description:
It was reported that the patient felt pain at the implant site. The implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and right atrial (ra) lead were was explanted and there was no replacement system implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis. Concomitant: 693558 implantable tachy lead (B)(6) 2012 5076-45 implantable pacing lead (B)(6) 2012 t505u225 tissue valve (B)(6) 2011. (B)(4).